Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent stated no and they were not able to successfully catheterize the patient with the components provided in the tray as they mentioned foley catheter was too large, needed an 8f catheter in relation to biocath foley catheter preconnected to 2l bardia bed bag, standard length, french size 12.

Event description:
It was reported that the survey respondent stated no and they were not able to successfully catheterize the patient with the components provided in the tray as they mentioned foley catheter was too large, needed an 8f catheter in relation to biocath foley catheter preconnected to 2l bardia bed bag, standard length, french size 12.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.